Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device was received with normal operating currents. Unable to confirm low battery alarms. The unit had cracked battery tube threads

Event description:
It was reported that the customer's insulin pump alarmed motor error several times. The blood glucose reading was 90mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. It was mentioned that the device was not exposed to a high magnetic field. The caller was having issues with the battery. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.